Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "culture-negative" peritonitis. The cause of the peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with sultacillin (intraperitoneal, discontinued after 11 days) for peritonitis. Twelve days after event onset, the patient was discharged from the hospital and recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.